Event description:
This event was reported as valve leaked after implant as seen on echo. Patient also reported as having pulmonary insufficiency, pulmonary hypertension, hemolysis, thrombus and respiratory failure. Surgeon opened heart (via thoracotomy) for second time to cut suture and release suture loop on valve. Valve remained implanted. No further information was provided.